Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately 2 months post-implant, they were looking "in the mirror at the surgical site squeezed it and puss and blood came out." The patient also noted they went to the hospital and they did testing for infection around their heart. The system currently remains in use. No further patient complications have been reported as a result of this event.